Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Customer declined troubleshooting with tandem technical support, and declined to provided further information. No additional patient information was available.